Event description:
A medtronic representative reported synergy cranial 2.2.5 became unresponsive after touch n go registration when they selected 'navigate'. Control-alt-bkspace did nothing and a hard shutdown of the system was performed. Application was re-launched, the registration was saved and they were able to proceed with the cranial case with minimal delay. There was only one mr exam used for the patient; no merges. No negative impact to the patient outcome was reported.

Manufacturer narrative:
Software investigation completed. Analysis of the system logs suggests that the x server became unresponsive, with aligns with the user's report of ctrl-alt-backspace not having any effect. This issue will be continually monitored in a medtronic software anomaly tracking database.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation.